Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified right common femoral artery (rcfa) using a starclose se device after a neuro-diagnostic procedure. Reportedly, while advancing the thumb advancer the metal tube at the end of the device appeared deformed. The physician used the safety release features and aborted the deployment of the device. The device was removed from the patient groin and manual arterial compression was applied to achieve hemostasis. There were no adverse patient effects. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned partially deployed, not missing any components. The plunger was in the safety release activated retracted position, with corresponding retraction of the vessel locator wings (vlw) and the thumb advancer/delivery tube had been retracted from the originally distally deployed position. Damaged garage tube leaves and a partially slit and damaged sheath were observed consistent with shaft carving. The damaged garage tube leaves confirmed the reported while advancing the thumb advancer the metal tube at the end of the device appeared deformed event. Internal component inspection did not detect any anomaly. Inspection of the flex guide confirmed shaft carving originated at the proximal end of the flex guide and continued distally stopping approximately at the same location where the sheath splitting had stopped. The damaged garage tube leaves and sheath are observations only and not failure modes as they are the result of the carving process. Shaft carving may be caused by numerous factors that include, but are not limited to: manufacturing, anatomical conditions or operator technique. During manufacturing, the lot is visually examined for undamaged flex guides and proper manufacture and deployment capability of the thumb advancer and clip delivery tube set. Additionally, samples of the lot are functionally and destructively tested to assure proper device function. Anatomically any feature within the body that may interfere with unrestricted placement and deployment of the device may cause or contribute to shaft carving. The patient reportedly did have a prior arteriotomy in the target groin. However, no information was provided regarding the access site and if there may have been scar tissue, which may have affected device performance. Regarding operator technique, the detected flex-guide/shaft carving and the resulting component damage is consistent with a failure to maintain the alignment of the clip delivery components while the thumb advancer is deployed. This results in the distal end of the delivery tube cutting into the flex-guide outer nylon material, damaging the delivery tube, as was observed during the procedure and in this case, also damaging the exchange sheath. However, no information was provided regarding operator technique which may have affected device performance. Although it could not be determined if anatomical conditions or operator technique had any effect on the functionality of the device, the cause for the reported deformed metal tube at the end of the device and detected shaft carving was most likely related to the operational context in the use of the device. No device anomaly was detected that may have contributed to the reported incident. Review of the device history record did not reveal any relevant nonconforming material records associated with this lot. A query of the complaint handling database was performed and there have been no other similar incidents reported for this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.